Manufacturer narrative:
Initial.

Event description:
It was reported that the user dropped their ilet while removing it from the charger, resulting in a cracked touchscreen on the side of the device. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related fracture of the touchscreen component consistent with mechanical damage from impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.